Event description:
It was reported that during a da Vinci-assisted hemicolectomy surgical procedure, when installing four separate Stapler 30 White Reloads from the same batch, the reloads would crack off at the bottom. The customer informed the Technical Support Engineer (TSE) that once they replaced to a different batch, they had no further issues. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.